Manufacturer narrative:
Block e1: address: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varicose gastrointestinal bleeding procedure performed on (B)(6) 2025. According to the complainant, during the procedure the band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: correction: block b5: there was no difficulty setting up the device. Block e1: address: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. The returned ligator device was analyzed, and visual inspection revealed that the slack was not taken up and the trip wire was not secured to the handle post. Additionally, two bands were found overlapped. No other issues were noted. The reported event of bands failing to deploy was confirmed. Evidence indicates the device was used inconsistently with the instructions for use (IFU), which clearly state: take up slack by pulling proximal end of trip wire on handle unit and secure trip wire in slot on handle unit. Failure to follow these steps can prevent proper band deployment once the ligator housing is installed on the endoscope. The presence of overlapped bands may be related to procedural technique or anatomical factors during the procedure, which could have affected the functionality of the handle during deployment. Based on all available information, the most probable root cause assigned is failure to follow instructions, with contributing factors classified as adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varicose gastrointestinal bleeding procedure performed on (B)(6) 2025. According to the complainant, during the procedure the band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.